Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 50-79 mg/dl) after the customer's healthcare provider (hcp) increased the basal rate setting. Glucose tablets/food were consumed to address low bg. Customer adjusted pump settings and reportedly, discussed setting with the hcp.